Manufacturer narrative:
(B)(4). Device evaluation is anticipated. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was from a nurse who had a leak coming out of patient line. The complaint was not confirmed due to a lack of sample. Root cause was not determined. A batch review performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A facility contacted product surveillance regarding a leaking cassette that had to be changed out. Product surveillance contacted the patient's caregiver who explained the actual sample was discarded, but that companion samples were available. The caregiver was also able to provide the lot information. The caregiver stated that the whole box seemed to have the leakage issue. The caregiver stated the leak occurred at the patient line and that solution was flowing from it as the homechoice was trying to prime. No injury or medical intervention was reported.